Manufacturer narrative:
Concomitant medical products: product ID: 7424, serial# (B)(4), implanted: (B)(6) 1992, explanted:(B)(6) 2012, product type: implantable neurostimulator. Product ID: 7424, serial# (B)(4), implanted: (B)(6) 1992, explanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that 15 years prior to the report they were having a radio frequency thermal coagulation and they had an incident where their stimulator spiked really high. The electrical impulses went really high on their own. This was before the patient was told that radio frequency coagulation could cause issue. Since then the patient had always been cautious with diagnostic testing. The patient was indicated for complex regional pain syndrome type I and non-malignant pain.